Manufacturer narrative:
Patient¿s weight was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. The patient remains ongoing on lvad support. However a portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017 that while in clinic the patient¿s system controller alarmed low speed operation, low flow, and replace controller. The system controller was exchanged. No further alarms occurred while on either a/c or battery support until (B)(6) 2017 at 2 am when further low flow alarms on a/c power occurred. The patient¿s lvad system was placed on battery support and then an ungrounded patient cable. The lvad clinician reportedly suspected short-to-shield. No clinical symptoms were reported. Technical services reviewed submitted log file which captured speed drops below the preset low speed limit (lsl) on (B)(6) 2017, (B)(6) 2017. This type of behavior had been previously linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the lvad was connected to the power module. Percutaneous lead x-rays were also reviewed and found to be unremarkable. On (B)(6) 2017 technical services performed a distal end percutaneous lead (driveline) replacement beginning approximately 3.5 inches from the skin exit site. Post replacement, approximately 15 second after the lvad system was placed back on a grounded patient cable the pump stopped. This confirmed that the short-to-shield was on the portion of the percutaneous lead internal to the patient. The lvad system was placed back on the ungrounded patient cable.

Manufacturer narrative:
The evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the reported low speed events captured in the submitted system controller log files. A distal end driveline replacement was performed by a technical services representative on (B)(6) 2017. Approximately 19 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. A couple areas of shield breakdown were observed following the removal of the silicone jacket and clear bionate layer. The shielding was removed and revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. It was reported post replacement, the left ventricular assist system (lvas) was placed back on a grounded patient cable and the pump stopped approximately 15 seconds after connection. The patient was placed back on the ungrounded patient cable for the time being until further notice. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.